Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown, and expressed concern about the device recall. The device remains implanted.

Event description:
Patient later reported "small amount of clear liquid seroma" via operative note. Healthcare professional reported "pain, hardening of tissue, capsular contracture [baker] grade ii" via ultrasound and noted that silicone touched the patient. Healthcare professional later reported that the implant was "completely intact." The device was explanted. Un reporting capsular contracture.

Manufacturer narrative:
The event of "seroma-late " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ seroma-late- breast: unable to observe as it is not related to the manufacturing process. ¿ breast pain unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient later reported "small amount of clear liquid seroma" via operative note. Healthcare professional reported "pain, hardening of tissue, capsular contracture [baker] grade ii" via ultrasound and noted that silicone touched the patient. Healthcare professional later reported that the implant was "completely intact." The device was explanted. Un reporting capsular contracture